Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Unexpected battery power loss not confirmed. The pump uploaded to carelink pro web and generated all nine (9) summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. (B)(4).

Event description:
The customer's family reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Assisted with performing a self test and self test was passed. Customer was able to pump rewind. The insulin pump will be returned for analysis.